Manufacturer narrative:
The field service engineer replaced the brass knob on the ise unit and performed an adjustment. The customer performed an ise calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 8000 cobas ise module. The patient's initial results were reported outside the laboratory. During routine maintenance, the customer noticed an issue with the ise sipper nozzle. The customer performed repeat testing with the patient's sample for confirmation. The patient's initial results were na: 127 mmol/l and cl: 124 mmol/l. The patient's repeat results were na: 136 mmol/l and cl: 109 mmol/l. The customer determined the repeat results were correct and issued a corrected report. The na and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc data were acceptable. The customer's sample pre-analytical information was requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.